Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: va0qxqx, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 26-nov-2018, UDI#: (B)(4). (B)(4) pertain to product ID: 3093-28, lot#: va0qxqx, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for urinary dysfunction. It was reported that the lead placement was causing the patient¿s toe to curl. However, it was also noted that the issue was possibly related to the device/therapy, but not related to the implant procedure. The patient was reprogrammed on 2017-04-06 and used program 4 at an amplitude of 0.3. The issue was noted to be resolved without sequelae on 2017-04-06. No further complications were reported or anticipated. Additional information was received from a healthcare professional (hcp). It was reported that the lead placement was not optimal. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3093-28, lot# va0qxqx, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the lead placement likely caused the toe curl and that the cause of the lead placement not being optimal was not determined. No further complications were reported/anticipated.